Event description:
It was reported that a cam02; a camino advanced monitor had a failed sensor board. The issue was found during a staff training activity therefore there was no patient involvement, injury or delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.